Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced insulin leakage around the connector on three separate occasions over a short period of time approximately two months prior. The patient stated that one occurrence was associated with the connector and two occurrences were associated with the cartridge. The patient did not notice any obvious cause for the leakage and replaced the supplies after each event. The patient was unable to provide lot numbers for the affected supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.